Event description:
It was reported via attached voluntary medwatch report #0504240000-2025-8016 that guidewire fracture occurred, resulting in an unretrieved device fragment. The target lesion was located in the hepatic parenchyma. A 180x25cm fathom? -16 guidewire was selected for use. During the transjugular intrahepatic portosystemic shunt (tips) procedure, a short segment of the the guidewire sheared off, and appeared embedded in the parenchyma, adjacent to the intrahepatic portal vein. There were no patient complications as a result of this event, and the patient was stable following the procedure.